Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since k-wires (and one pedicle screw) were placed in the patient's spine in a different position than desired with the brainlab device involved, despite according to the surgeon: the deviations of the placements were detected by the surgeon with post-placement c-arm scans before finalizing the surgery, and the surgeon corrected (re-positioned) the k-wire placements during the same surgery to the intended respectively acceptable positions with navigation before the further following screw placements. The final outcome of this very same surgery was successful as intended, with the screw placements correct respectively acceptable as intended. There was no (direct or increased) risk to harm a critical structure (e.g. Spinal cord or connected nerves or blood vessels) due to the apparent inaccuracy (invasive steps/placements) at this surgery there was no harm or negative effect to the patient due to the deviating placements, also not due to prolong of surgery/anesthesia (of less than 30 min) for placement corrections. There were further no remedial actions necessary, done or planned for this patient. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the deviation of k-wire (and one pedicle screw) placements by approximately 3mm using the aid of navigation with automatic image registration (air) for the intraoperative 3d c-arm scan, is a de-calibrated and therefore no longer accurate non-brainlab 3d c-arm. Likely improper/rough handling and/or any induced movement of internal c-arm components resulting thereof, led to the de-calibration of the non-brainlab c-arm. Apparently the resulting deviation of the navigation display was not recognized by the user before the placement of the k-wires with the necessary navigation accuracy verification required after the automatic patient/ scan registration to the navigation and throughout the procedure. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer. Additionally, re-calibration of the affected c-arm was performed by the c-arm manufacturer representative, following that also correct calibration of this c-arm to the navigation was ensured by the brainlab representative, both done on 06 september 2019.

Event description:
A minimally invasive surgery (mis) on the thoracic spine for fusion and stabilization of vertebrae t1-t7, with t4 corpectomy for thoracic metastasis, with intended placement of 12 k-wires and 12 pedicle screws bilateral in t1-t7, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 2.6. A preoperative CT was acquired before the surgery to be used with navigation. During the procedure the surgeon: positioned the patient in prone position on the operating room table. Attached the navigation reference array on vertebra t4. Acquired an intra-operative (pre-surgery) scan with a non-brainlab c-arm, with automatic image registration to match the display of the navigation to the current patient anatomy. Fused the registered intra-operative (pre-surgery) c-arm scan to the pre-operative CT, to continue navigation on the CT. Verified the accuracy of the patient registration on the spinous process clamp (on t4) only, and accepted the registration to continue. Used the navigated pedicle access needle to open the cortical bone (pilot holes), and to place the 12 k-wires bilateral in t1-t3 and t5-t7. One pedicle screw into the right side of t2 was placed following the existing k-wire, with a navigated non-brainlab screwdriver calibrated to the navigation. Performed a post-placement verification c-arm scan with automatic image registration, and determined that seven (7) of the k-wire placements deviated from the intended position: 2 k-wires on the left side (t1 and t7) deviated by ca. 3mm medial, the 5 k-wires on the right side t1-t7 deviated by ca. 3mm lateral, as well as the pedicle screw placed in right side t2. The surgeon decided to correct the position of the deviating 7 k-wires, whereas the position of the t2 right side screw was accepted without correction. Used the registered verification c-arm scan to re-place (re-position) the 5 k-wires on the right side with navigation, and the 2 k-wires on the left side with 2 pedicle screw placements with the navigated non-brainlab screwdriver calibrated to the navigation following these corrected k-wires left t1/t7. Performed another post-placement verification c-arm scan, and accepted all (corrected) k-wire placements, whereas the right side t1/t7 k-wires showed the same deviation as before, but with these 2 placements also accepted now to continue with screw placements. Placed the remaining pedicle screws following the existing k-wires with the navigated screwdriver. Completed the surgery successfully. According to the surgeon: the deviations of the placements were detected by the surgeon with post-placement c-arm scans before finalizing the surgery, and the surgeon corrected (re-positioned) the k-wire placements during the same surgery to the intended respectively acceptable positions with navigation before the further following screw placements. The final outcome of this very same surgery was successful as intended, with the screw placements correct respectively acceptable as intended. There was no (direct or increased) risk to harm a critical structure (e.g. Spinal cord or connected nerves or blood vessels) due to the apparent inaccuracy (invasive steps/placements) at this surgery there was no harm or negative effect to the patient due to the deviating placements, also not due to prolong of surgery/anesthesia (of less than 30 min) for placement corrections. There were further no remedial actions necessary, done or planned for this patient. Hospitalization was not prolonged either.